Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The issue was due to a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use in the general surgery department, the high flow insufflation unit automatically shut down. The intended procedure was completed with another device. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.